Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.

Event description:
On 4/4/2022, it was reported by a sales representative via sems that an ar-8998ds nano swivelock disposable kit had two 2.2mm drill bits instead of one 2.0mm and one 2.2mm. Surgeon used the 2.2mm drill and when anchor was placed, it pulled out of implantation site. This was discovered during internal brace construct for a radial collateral ligament repair procedure on (B)(6) 2022. Additional information requested.